Event description:
On (B)(6) 2012, a meditech customer reported in their live environment that, under certain circumstances, when filing antigen results, they were not being saved to the blood bank specimen, or blood bank history. The customer reported that the issue could not be reproduced in their test environment. Meditech investigated the issue, and after a demonstration from the customer in their live environment, the issue was able to be reproduced in their test environment on (B)(6) 2012. After more discussions about the detailed steps to recreate the issue, meditech was able to replicate and confirm the issue in our inhouse, controlled testing environment on (B)(6) 2012. This issue can occur under the following conditions: if a user files and verifies antigen identification results (where the string of antigen identification mnemonics exceeds 20 characters) on a blood bank specimen and then proceeds to add additional antigen identification results on the same specimen, the additional result(s) will appear to save; however, the additional results are not actually saved on the specimen or the blood bank history. The same situation noted above is true for antibody identification results as well. The amount of antigens/antibodies that would cause the issue is variable depending upon the name of the antigen/antibody. The longer the names, the fewer antigens/antibodies you would need to see the issue. This can be reproduced with a minimum of 2 initially filed antigens/antibodies. A utility report is being provided to affected customers to assist in identifying potentially affected specimens. This report searches for any blood bank specimen in the active live specimen file that have a antibody and/or antigen results. It then lists any such specimens for which the result string reaches the character limit which could potentially cause the issue. Users can then review these records to determine if info is or may be missing from the associated pt files. No pts were harmed due to this issue. Although unlikely, if the situation were to occur in a live environment, it may be possible for an unsuitable blood bank unit to be transfused to a pt and potentially cause a transfusion reaction or pt harm. A workaround is available: users can manually add the antigen/antibody to the blood bank unit's history via the enter/edit history routine. In addition, users can order a second antigen/antibody identification test on the blood bank unit and result the remaining antigens/antibodies there with no issues.

Manufacturer narrative:
Conclusion: software malfunction contributed to product problem. Device available for evaluation: the client server blood bank software and database at the customer location is available to meditech staff through a secure vpn connection. The customer site has two separate databases with the same version of software: a test database used for research, testing, and verification; and a live database used for recording the daily operations of the hospital's blood bank department. Meditech maintains controlled testing environments for the customer version as well as for all versions of blood bank standard software. Evaluation of malfunction: after investigating the issue reported by the customer for client server release (B)(4), meditech performed additional on-site and inhouse testing and determined that the same issue affects multiple releases of client server. Investigation of the software in meditech's controlled testing environment found that under certain circumstances, when filing antigen or antibody results, they were not being saved to the blood bank specimen, or blood bank history. No pts were harmed due to this software error. This issue affects client server blood bank releases (B)(4). Software correction: meditech has modified the software for all of the client server releases noted above so that blood bank specimens with numerous antibody and/or antigen results can now successfully be edited to file additional antibodies and/or antigens. These antibodies and antigens now file correctly to both the blood bank specimen and the blood bank history. Changes were also made to ensure that the edited verified text is still triggered appropriately if the externally-reportable results (antibody, antigen positive/negative) are edited after the test is verified. The system now makes this assessment for each antibody/antigen. (If a user adds two antigens to a previously verified test, each antigen will trigger the test.) In spreadsheet result entry, since all antibody/antigen to edits are collected on a pop-up screen and then assessed at once at the end, only one edited verified text appears, as the user returns to the spreadsheet. Meditech has evaluated the device after corrections were made and determined the software is working as intended. Notification and distribution: beginning on (B)(6) 2012, meditech distributed a notification to customers who are live with meditech client server blood bank release (B)(4) and higher. This notification was made via e-mailed task updates that can be printed by the customer. Task updates sent via e-mail are immediately transmitted to the customer. Code changes are being provided to all customers who could be impacted beginning on (B)(6) 2012.